Manufacturer narrative:
Investigation summary: the investigation was completed. No product returned. Product damage (catheter kink): the root cause of the product damage could not be determined due to lack of conclusive evidence from the provided information and unreturned product for further investigation.

Event description:
The complainant provided clinical details that mention that a chest x-ray was performed during a case and the catheter for the impella pump was found to be twisted inside the patient's body. During investigation an image verified the twisted catheter, but further details of how and when the catheter got twisted are unknown. There was no patient harm was noted and the procedure was completed successfully.